Manufacturer narrative:
E1 correction: the reporter's information was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the system either migrated or fragmented inside the patient. At this time, the reason has not been conclusively determined. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of the event is estimated.